Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus india. Olympus india checked the subject device for evaluation and duplicated the reported phenomenon. It was that the error, e207 which indicates the emergency lamp of the subject device is burn out or failed was displayed on the monitor and the emergency lamp indicator of the subject device was blinked due to the emergency lamp failure. The emergency lamp has blown off due to the emergency lamp indicator was blinking on the front panel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the olympus india, omsc surmised there was the possibility this phenomenon was attributed to the emergency lamp failure. The emergency lamp failure might have occurred due to an accidental or impact from temporal excessive current, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine inspection by the user the emergency lamp indicator of the subject device was continuously blinked, even though the primary light, xenon (examination) lamp found to be in optimal working condition. (The operation manual says that this indicator lights up when the emergency lamp (halogen) is in use and blinks when the emergency lamp (halogen) is broken, disconnected, or not mounted). The intended procedure was completed with olympus devices, axeon (scope) set. There was no patient injury associated with this report.